Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Visual analysis of the lead noted depression in the outer tubing approx 4 mm about channel 4 electrode near the stimulation end. There was an indiscernible obstruction approx 5 mm above channel 4 electrode near the stimulation end which impedes stylet insertion. The lead failed the continuity test; channel 2 measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-eval of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
An un-implanted lead was returned to the MFR for analysis where it was confirmed to be out of spec.